Event description:
I was upgraded to the dexcom g6 continuous glucose monitoring system from the g5 system. This g6 was approved by (B)(6) and was supposed to be superior to the g5 because it does not need to be calibrated, each "session" lasts 10 days (three days longer than the g5) and a person can return to using acetaminophen. My sessions routinely last only 9 days, with wildly fluctuating reading sometimes as much as "50" in comparison with the bg meter reading from the glucometer I used with the g5. I have been in regular contact with dexcom, they have routinely sent out more transmitters, all have the same problem. Early on, with the g6, I would be awakened at 3:00 am with the receiver saying I was having a life threatening low sugar episode. I know instantly upon awakening, that was not true, but got up and checked my bg. Instead of being 65 or lower, it was 135 or thereabouts. So here are the issues with the g6. The transmitter/ sensor do not last 10 days. They fail early on the 9th day. That means out of a month, I am functionally out of cgm for 1 day (in a 28 day month), 3 days (30 day month) and 4 days in a month with 31 days. In a year, 324 days are covered instead of 365. If the product worked as advertised there would be 5 days a year without coverage but most prescription medications use the same dispensing average I guess believing that any person will not take their meds 5 days a year. More than this issue is the lack of accuracy of the g6. At least in the g5 you calibrated it once a day. Bottom line, this product has some serious issues which could become life threatening. FDA safety report ID # (B)(4).